Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being used to clip the vessel and the clip did not clip properly. The device would not close correctly and would not form around the vessel. Procedure was completed with same like device. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the jaws close? Yes. Are the jaws damaged? No. Was the clip malformed? Yes. Scissored? Yes. Clip gap? No. Which firing of the device did this event occur on? Not know. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Not known. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Not known. Were any unexpected noises heard? Not known, if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of the patient to test. What were the indications for surgery? What was found? Not known. Does the patient have any relevant history of surgical treatments? If so, what? Not known. Did somebody other than the primary surgeon fire the instrument? No, the device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.